Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
This was a value pack with two protectors. Purchased (B)(6) 2013 and both have fallen apart. The softer material separated from the harder material.